Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. Customer experienced the symptoms like nausea, abdominal pain and headache. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. The customer's blood glucose level was 229 mg/dl at the time of call. The customer was assisted with troubleshooting however; the customer will continue to use the device.

Manufacturer narrative:
Retainer ring=black customer complained on (B)(6) 2022 the insulin pump is under delivering and experiencing high bg. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08810 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed (B)(4) units of normal bolus was delivered on (B)(6) 2022 between 02:34:12.000 and 17:48:40.000. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The p-cap/reservoir does lock properly. Insulin pump passed functional testing and no under delivery anomalies noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.